Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for motor error and no delivery and asked customer if the drive support cap was protruding from the device. Customer indicated it was damaged but was unable to describe the damage. The customer was advised that the device would be replaced and to return the product for analysis. No further information was given.